Event description:
It was reported that pump experienced malfunction with malfunction alarm that could not be reset, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed warranty status and shipping details, instructed customer to place pump in storage mode, and arranged return of problematic pump within specified time frame; customer was advised to program pump settings and connect continuous glucose monitor on replacement pump, and replacement pump was sent.